Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that an eddy tip broke during use. All broken parts were retrieved. No injury occurred.

Manufacturer narrative:
Internal self control sheet attached (DHR- lot sheet) . No fault found. No product available for investigation. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.